Event description:
It was reported by fse that during a routine check the cs300 intra-aortic balloon pump (iabp) malfunctioned. Autofill failure reported. No patient involvement.

Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.